Event description:
New information reported on 10/22/15 stated that the lead was successfully repositioned. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for an unrelated device implant. The lead exhibited loss of capture in unipolar configuration. No patient symptoms or additional information was available at this time.